Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported they have had some serious incidences related to the decimal point button not working and resulting in medication errors and infusion inaccuracies. There was no report of patient harm.

Event description:
The customer reported they have had some serious incidences related to the decimal point button not working and resulting in medication errors and infusion inaccuracies. There was no report of patient harm.